Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due no benefit and poor performance with the device. The patient was reimplanted with another device during the same surgery.